Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a narrow lesion in the mid left anterior descending (lad) artery. After predilatation with an nc balloon catheter the 2.25 x 15 mm xience alpine stent delivery system (sds) was successfully passed across the diseased segment. The sds was pressurized, but the balloon did not inflate. The indeflator failed to sustain appropriate pressure to inflate the stent. There was thought to be a leak in the shaft of the sds. During this time, st segment elevation and chest pain occurred due to no flow seen down the lad and left circumflex (lcx) likely due to leakage of air from the delivery system down the coronary arteries (air embolism). The sds was removed from the patient without issue and blood was withdrawn via catheter and re-injected down the coronaries in an attempt improve perfusion. The patients symptoms and blood flow improved with time. A new 2.25 x 15mm xience stent was successfully delivered to the diseased segment and deployed at 14 atmospheres. The patient was stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft leak. The additional reported difficulties and treatment appear to be related to circumstances of the procedure as it is like the shaft leak caused the reported inflation issues and failure to deploy (stent) with the patient effects of embolism, angina, EKG, and additional therapy/non-surgical procedure. The reported patient effects of embolism and angina are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.